Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on his thoracic lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.